Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a test pump was used to complete investigation. The battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Removed cap with no issues. Battery cap contact and width are within specifications. Have visual confirmation that the threads are stripped/broken off. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery cap threads were stripped/broken off. This report is made based on results of investigation completed on (B)(4) 2013.